Event description:
In march 2014, it was reported that the patient experienced inadequate coverage. It was noted that the patient experienced difficulty charging, and that interventions included physician recharge mode (prm) recharge session and clearing the power on reset (por) on (B)(6) 2013. It was noted that diagnostic methods included examination and palpation. It was noted that the patient was having difficulty charging the implantable neurostimulator (ins) and was not getting adequate coverage. It was noted that x-rays were performed and the results were ¿negative¿ on (B)(6) 2013. It was noted that there was an inability to interrogate and the battery was depleted on (B)(6) 2014. It was noted that the patient had difficulty charging the ins. It was noted that charging took up to 8 hours and burned the patient¿s skin. It was noted that the patient indicated that she has had the ins off for over a year. It was noted that there was poor coupling and the event was related to the device or therapy and was not related to the implant procedure. It was noted that battery depletion was due to difficulty charging the ins. On 2024-may-21 additional information was received. The patient reported they had their implant and the leads removed in 2015 because the implant had quit working and never worked after it quit working. The pt noted that the anchor was still implanted and requested an updated ID card to reflect the anchor still being implanted because an MRI center was requesting identification for the anchor in 2024. Patient services reviewed information and sent a request to patient registration services to send the patient an updated ID card or to mail an updated patient implant report to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.